Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it showed the device did not last as long as expected. Device memory was reviewed; it was noted the device sensed in the atrial chamber 99% of the time while implanted. Review of the sensed rates noted prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. It is known that chronic high atrial rates reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power which is why this device did not appear to last as long as expected when the longevity calculation was completed.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.